Manufacturer narrative:
This is the third complaint reported for this finished goods lot; however the first for this issue. Review of the device history record (DHR) indicates the order was built to specification. The wet cassette was visually inspected. The drain bag was detached from the drain bag tape on the cassette cover due to saturation. Both irrigation and aspiration luers were intact. Flare aspiration tubing was observed at the end of the connection to the fitting. The sample was tested using the console. The sample could be recognized and the service data could be retrieved from the console. However, the sample failed to prime and generated a system message code 162. The aspiration manifold was cut 8.5¿ from the aspiration luer to check for occlusion. Occlusion was detected in the cut-off tubing line. Using a pin to insert to the 8.5 " tubing end near the luer, it appeared to have gel like substance in the aspiration fluid path. The gel like substance was sent for further investigation. The lab performed ftir and determined that two materials were present in the gel like substance: healon (viscoelastic) and biological material (most likely surgical debris). The manufacturing facility purged the aspiration line and, when re-tested, the sample primed and tuned successfully. No leakage occurred between the aspiration luer and the handpiece during tuning process. The maximum vacuum of the test returned sample could reach to 715 mmhg. The irrigation and aspiration flow rates were within specification. No drop presented from the irrigation luer after the irrigation off 5 seconds. No leakage was detected from the tubing insertion to the fittings and the four aspiration ports on the pump region of the cassette base. The root cause of the customer's complaint was confirmed as surgical debris causing the occlusion of the aspiration line. However, after removing debris and purging, the returned sample functioned per specifications. No contributing factors could be determined in the specifications of the cassette or tubing or max vacuum levels that could contribute to the customer's complaint. After a thorough investigation of this complaint, it has been determined that this sample met specifications; therefore, no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A customer reported that irrigation-aspiration would not operate during the procedure. The cassette and the balanced salt solution were replaced and the procedure was completed. Additional information and product sample have been requested.